Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ can you identify the lot number of the product that was used? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2023 and barbed suture was used. During the procedure, th esales rep reported that the needle separated from suture unexpectedly when being placed in trocar during a total laparoscopic hysterectomy. No patient harm and they removed trocar from patient and retrieve the needle. They were able to complete case with a new device. No adverse patient consequences were reported. Additional information was requested.